Event description:
A talent stent graft was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant was not reported. The aortic neck was short and angulated. The iliac vessel morphology was severely tortuous. It was reported that the talent bifurcated stent graft was implanted without issues. However, the pt presented with pain 6 days post-implant, and the CT revealed a contained ruptured aneurysm and a proximal endoleak at the bifurcated stent graft and a distal type I endoleak of the contralateral limb (MFR. Report # 2953200-2010-01408). The physician elected to explant the stent grafts and convert the pt to an open repair. It was reported that the pt expired the following day. No further info has been provided.

Manufacturer narrative:
(B) (4). Eval results: death, endoleak, ruptured vessel/aneurysm. Severely tortuous vessels; short and angulated aortic neck.